Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used pak was visually inspected and no obvious defects were found. All tubing were inserted properly in the cassette housing. The o-ring on the lower pressure air source [lpas] connector and the auto stopcock filter were in good condition. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. The small part tray components, the probe manifold and infusion cannula line were not returned with the product. The lab stock components were used to test the product using the console with the calibrated console. The product could prime and tune with the active sentry handpiece, the 0.9 milli meter aspiration bypass system tip and infusion sleeve from the lab stock successfully. No message code appeared on the screen. Infusion and irrigation flow rate met specification. However, no air traveled to the infusion cannula tip during fluid/air exchange (f/ax) testing until the setting reaching to 80 milli meter mercury [hg]. After drying the auto stopcock filter on the infusion manifold, the afore-mentioned product was primed and tested f/ax function again. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the f/ax control was on, only air was introduced from the console to the infusion line. F/ax function on the infusion manifold met specification. The wet membrane filter in the auto stopcock restricted air to flow. The product passed functionality by procedure. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified; all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigation or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the air could not be replaced midway during cataract and vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).